Manufacturer narrative:
On (B)(4) 2014, the beckman coulter customer technical specialist instructed the customer to clean the bsv (blood sampling valve) and perform a clean aperture procedure to address the h&h (hemaglobin & hematocrit) check failures. A beckman coulter field service engineer did not conduct a site visit. This MDR is related to two additional mdrs for the same issue on different dates: 1061932-2014-00910 and 1061932-2014-00912.

Event description:
The customer reported h&h (hemoglobin & hematocrit) check failures were generated for patient samples when using the unicel dxh 800 coulter cellular analysis system. H&h check is an operator-defined message that prompts the operator to review test results. There were no erroneous test results reported out of the laboratory associated with this event. There was no death, injury or affect to user or patient treatment.